Event description:
It was reported that the patient had inappropriate shocks due to supra-ventricular tachycardia episodes and some noise. The smartpass feature was not active at the time of the events. The smartpass had programmed itself off due to low intrinsic amplitudes. Technical services reviewed the latitude data and advised to do some testing and reprogramming. There were no additional adverse patient effects. The system remains implanted.